Manufacturer narrative:
Ref. Mfgr report number 2015691-2017-02463. The esheath was returned to edwards for evaluation with the delivery system partially inserted with the nose tip exposed through the sheath. The returned sheath and delivery system were visually inspected for any abnormalities. The delivery system was locked with the flex tip position on the blue section of the balloon shaft, consistent with the position of the balloon shaft. The distal 4.5¿ of the sheath liner was delaminated. The marker band was adhered to the delaminated liner. The sheath liner had partial tear with the delivery system tip protruding through the tear. The location of the tear is not along the sheath seam, but on the inner side of the liner, which became exposed due to the delamination. The liner material was stretched at the location of the tear. Heavy gouges were present on the sheath shaft. The sheath shaft and liner appeared fully expanded. Dimensional analysis was performed. The outer diameter of the flex tip was measured. All measurements were found to meet specification. Due to the sheath liner being wrinkled and stretched, liner thickness measurements were unable to be taken. Due to the condition of the returned sheath (liner expanded, delaminated), no functional testing was able to be completed. The returned imagery was reviewed. The imagery showed the delivery system was partially withdrawn into the sheath with the marker band out of position. No imagery showing the withdrawal difficulty was provided; however, the positioning of the marker band confirmed the complaint for withdrawal difficulty through sheath. The imagery did not provide any additional relevant information about the complaint event. During manufacturing, the esheath undergoes multiple 100% inspections. After sterilization, sheath expansion testing is performed on finished devices from the work order under a sampling basis. All inspected samples for this work order passed the testing. The complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿, ¿sheath distal tip ¿ liner delamination¿, and ¿sheath shaft ¿ liner torn¿ were all confirmed. Complaint history review suggests the following possible factors could have contributed to the complaint: patient vascular tortuosity (the cer describes the access vessel as mildly tortuous); sheath insertion angle; coaxiality of the device being retrieved (the delivery system was returned protruding from the sheath shaft), and residual fluid in the inflation balloon post thv deployment. Additionally, the delivery system was returned locked with the flex tip positioned over the balloon shaft. It is unknown whether the flex tip was positioned on the balloon shaft before or after device withdrawal, but its position has an effect on the withdrawal process. Per the IFU and training, the flex tip should be positioned over the triple marker before withdrawing the delivery system through the sheath. Per the device afmea, positioning the flex tip over the balloon shaft may result in inability of the flex tip to close down fully. In such a case, the flex tip outer diameter would be larger than normal during retraction, which could contribute to the observed resistance. Use of high force combined with the resistance and larger flex shaft diameter may have resulted in the sheath liner being delaminated and torn. Therefore, it is probable that procedural factors (not placing the flex tip over the triple markers before withdrawal) contributed to the complaint. The case notes also state that the sales representative indicated that the wire was removed before retracting the commander which could also contribute to the event. Without wire support, the balloon may not have correctly entered the sheath. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient and procedural factors may have contributed to the event. A review of the complaint history reveals that the occurrence rates did not exceed the july 2017 control limits for the trend category of ¿damaged¿ for the esheath. Therefore, no corrective or preventative action is required at this time.

Event description:
As reported by the european edwards affiliate, during a transfemoral tavr procedure in the aortic position, there was some resistance when pushing the valve through the esheath, however, the valve was able to be advanced and successfully deployed. Upon removal of the delivery system into the esheath, however, the delivery system delaminated the sheath and caused the patient¿s iliac artery to tear and require surgical intervention. Initially, there was some resistance when pushing the valve through the esheath, however, the valve was able to be advanced and successfully deployed, however, problems were encountered during retrieval of the delivery system. When the balloon was retrieved into the esheath, it became stuck. The esheath and delivery system were attempted to be removed together but while pulling out the system the iliac artery tore ¿badly¿ and part of the artery was ¿pulled out¿. In order to repair the artery, the ascending aorta was blocked with a balloon but the balloon burst. The artery was repaired and the patient was transferred in critical condition to the ICU. The patient had a pre-existing symptomatic carotid stenosis, therefore due to the blood loss, shock, insufficient blood supply to the brain, etc. There are concerns that the patient will have irreversible brain damage. Once the esheath was out of the patient, it was seen that the balloon did not completely enter the esheath but was protruding out of the seam. While pulling on the commander delivery system, the balloon tore the liner about 1/3 of its length. The patient recovered very well and was discharged home. The patient is doing ¿ok¿. The patient¿s minimum luminal diameter (mld) measured 9-10mm. The vessel had mild-moderate calcification and moderate tortuosity. During the engineering evaluation, a tear on liner was observed.